Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged wake button issue was verified, the pump reset investigation was unable to be completed due to a different issue identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump wake button did not work properly unless the pump was plugged into a power source and the pump unexpectedly reset. Tandem technical support reviewed pump data and found that a reset had occurred. Blood glucose was 341 mg/dl. Customer reverted to manual injections for insulin therapy.